Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into an existing non-medtronic surgical valve, a post-implant balloon aortic valvuloplasty (bav) was performed with a 22mm non-medtronic balloon due to high and unacceptable gradients across the valve. During the bav, the valve dislodged into the aorta. The valve was snared to the aortic arch where it remained in a stable position. Subsequently, a second valve was successfully implanted and the mean gradient was below 10 mm hg. No additional adverse patient effects were reported.